Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance with a non-recoverable 319 error. The customer stated that the system started up fine, and now they received this error. The customer had attempted to power cycle multiple times, but the error could not be resolved. The tse reviewed the system logs and confirmed the 319 error pointing to the endoscope controller (ec). The tse had the customer power the system down, reseat the cables on the ec/video processor (vp), and cycle the power switches along with the main vision side cart (vsc) circuit breaker. The customer performed the tse's recommended troubleshooting steps, but the 319 error remained. The customer then swapped out the vsc and was able to power the system on successfully. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller to resolve the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was returned and evaluated by the failure analysis. The reported failure could not be replicated. The ec was installed into a test system and the unit was tested to run 10 power cycles, but the error could not be replicated after system test. The ec was in good condition with no visual damage. After manually connecting the ec to power, it was confirmed that all components are working properly.